Manufacturer narrative:
The device has not been returned for evaluation as it remains in-situ. The root cause is unable to be determined at this time. If any additional information is provided a supplemental report will be submitted.

Event description:
Information was received that a revision procedure was performed in (B)(6) 2021 to address loose screws. As per the reporter, approximately two and a half weeks post-implantation, it was discovered that the screws in the proximal bone segment had loosened and disengaged the plate. No patient adverse event was reported. During the revision, the screws were re-tightened and the screw holes were back-filled with cement to prevent future screw back-out. Post revision, the patient has successfully resumed lengthening. Report 2 of 3.